Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a right coronary artery to the posterior left ventricular artery that is 80% stenosed. During deployment of a 2.50x18mm xience skypoing drug eluting stent system, the balloon on the delivery system ruptured at 12 atmospheres. The stent was noted to be successfully implanted. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.